Event description:
It was initially reported that the patient experienced erosion. Drug delivered via the device was baclofen. Additional information received from the health care provider noted that the patient's pump was explanted in (B)(6) 2011. They were not sure if they will be seeing the patient anymore.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).